Manufacturer narrative:
The exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient called for information on the cause of erosion in the artificial urinary sphincter (aus); he states that he had his device placed in (B)(6) and was activated in (B)(6) and is now suffering from a cuff erosion. The patient stated that his doctor wants to remove the device and then to reassess him in 3 or 5 months for possible cuff replacement, he wanted to know the statistics and causes of erosion. Patient liaison answered his questions and referred him back to his doctor for further information. The patient advised the dr. That his aus worked originally but that recently he begun to experience incontinence again, the patient underwent a revision surgery at a different facility to replace his aus. The doctor was able to confirm the erosion in the urethra by cystoscopy. The dr. Found that the cuff was not properly secured around the urethra and tightened properly after dissection and prior to removal. The patient is expected to fully recover.